Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was readmitted due to hemolysis, high ldh, and "motor oil colored urine". IV medication was initiated. The patient underwent a pump explant on (B)(6)2014. The patient is doing well and was moved from the ICU to the nursing step-down unit on (B)(6) 2014.